Event description:
The customer reported 5 broken face plates "not working." The customer stated that there have been past occurrences that were not reported for the same issue however there was no additional details provided. There was no report of patient involvement.

Manufacturer narrative:
The customer experience with keypad failures was confirmed during lab testing. Each of the four received front case with keypad assemblies failed keyboard testing while installed in a known-good test pcu. During inspection of the front case with keypad assemblies, deformation marks/creases were observed towards the end connector of the keypad flex cable. Inspecting the deformation marks under a digital microscope revealed cracks in the painted traces of each flex cable. Each crack creates a perpetually open circuit and causes multiple keys not to function. The part-supplier performs 100% cosmetic and functional testing on the front case with keypad assembly prior to material¿s arrival. Orders containing new parts are then shipped to customers¿ sites as requested. Care must be taken when attaching the keypad flex cable to the pcu logic board. Improper installation can damage the flex cable traces and lead to keypad failure. The technical service manual (10000141269) assembly section notes a caution ¿use care to not pinch or crease the flex cables¿ during assembly. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported 5 broken face plates "not working." The customer stated that there have been past occurrences that were not reported for the same issue however there was no additional details provided .there was no report of patient involvement.